Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes could not be made as the patient had been lost to follow-up and the device was now at end of life. The device was explanted and replaced. There were no further issues post op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.